Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs was unable to get in contact with the patient and will be sending a letter to obtain more clinical information. The patient called alleging a clean test area message. Patient took one pill of "glyberclamida" after attempting to use the meter and went to the hospital. No information on what the reading was at the hospital. Patient was treated with an extra pill of "glyberclamdia". Ccr was unable to resolve the issue and sent the patient a replacement meter. At this time, there is no evidence of a serious injury; however, there is evidence of a malfunction.